Event description:
Patient receiving propofol for a central line change and required intubation. It was noted that the ambu bag did not function properly. The device was immediately switched with another ambu bag which did function properly. The patient was noted as "unharmed."